Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: (B)(6) serial#, implanted: on (B)(6) 2018, explanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 08-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-20 rtg0994075 (hcp): information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was needing an MRI. The caller stated they were trying to put the ins into MRI mode and were seeing the "MRI eligibility cannot be determined" message on the controller. It stated the patient was not eligible due to abandoned product. The hcp noted that the patient said both their hcp and their manufacturer representative (rep) said they could have MRI with the retained lead that was left implanted. The hcp had an operative report from 07/11/2025 stating that during the explant the lead had fractured and part was retained in the sacrum. The retained lead was less than 6cm and greater than 2 cm from the other implanted system. The agent reviewed MRI guidelines and redirected the caller to the patient's healthcare provider to ensure eligibility was accurately reflected on the patient handset. The agent asked for the notify date but the patient did not recall when. The hcp stated the patient said that they had fallen and x-rays were done to ensure nothing had moved due to the fall. The hcp stated the patient was told that everything was fine and the rep was there at this time

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1tnlm implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the fall affected the device. The issue was resolved. The patient needed an MRI and information on programming errors, and the representative fixed the setting as the settings was incorrect under clinican app. , and the patient was able to have an MRI. There was no effect to the patient's implanted system